Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 68-year-old female patient undergoing high-risk percutaneous coronary intervention (hrpci), presenting in scai stage¿a shock. Shortly after device initiation, the pump reached p9 flow and motor current before progressive decline in flow and motor current, eventually remaining in suction at p2 despite stable hemodynamics. Repositioning did not resolve the issue, and the physician elected to replace the pump due to ongoing low or blocked pump flow concerns. No biomaterial, thrombus, or cannula kinking was observed; the introducer had been flushed prior to insertion, act levels were within target range, and no patient-related factors were identified as contributors. A replacement pump did not experience similar low-flow issues, and all associated product was requested for return for further analysis. Based on the available information, the low-flow condition appears isolated to the initial pump and was not reproducible in the replacement device, suggesting the event may be related to device-specific performance rather than patient or procedural factors. The impella cp will be conservatively reported for hemodynamic instability due to temporary interruption of hemodynamic support during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Low or blocked pump flow: the cause of the low pump flow was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Section d1 brand name corrected.